Event description:
It has been reported to philips that the system lost power. No harm has been reported to philips.

Manufacturer narrative:
Corrected data: the evaluation method code was corrected.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the table bumped and the system does not have power anymore. The philips engineer suggested service, since the contract admin stated that no contract was found and customer claimed they have contract for remote support when they requested for po, so this case has been cancelled and service has not been provided from the philips. To date, no further information was received. The codes were updated based on the investigation outcome.